Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, upon sensor insertion, the sensor wire remained attached to the applicator. The sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.